Event description:
Angioplasty procedure in the arm through a venous access graft. The balloon was advanced above the elbow with no problems. During withdrawal, the balloon could only be retracted through the vein to the point of the first distal marker being visible. A sheath was placed over the balloon to assist in the removal. Attempt was unsuccessful. Subsequently a vascular surgeon had to make a second puncture above the site in order to further collapse the balloon. A small piece of the balloon was found at the initial site of the angioplasty stenosis. A snare was placed and the separated segment was retrieved. Upon the removal of the device a circumferential tear was noted in the balloon material. No pt complications.